Manufacturer narrative:
Information regarding the damaged breast implant was submitted through psr on (B)(6) 2018. Further information from the reporter regarding product details has been requested. No additional information is available at this time. The device is not available for return. Device labeling: caution! Using excessive force may damage the implant. If the implant does not gently advance through the funnel into the surgical pocket, similar to the amount of force required during the sizing confirmation step, stop! Ensure the distal end is not folded, pinched, wrinkled, or overly constricted. Verify that both the incision and surgical pocket are large enough to accommodate the implant. Verify the end of the funnel is not inserted more than 1 cm, is directed toward the center of the surgical pocket, and the pathway is not obstructed by muscle tissue, or surgical instruments.

Event description:
Healthcare professional reported "when they were about to close the incision, they noticed that there was free silicone at the incision and must have happened as a result of the pressure applied during the use of the funnel". One breast implant was affected.